Event description:
The facility reported a colleague infusion pump with failure code 810:11. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed the reported condition was caused by an out of calibration air in line printed circuit board. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Issues concerning air in line printed circuit board failures are currently being investigated under mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct the reported condition.

Event description:
On (B)(6), 2010, the lay user/patient's mother contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ping meter had a black mark on the display. The complaint was classified based on the customer service representative (csr) documentation. The patient's mother reported that the alleged issue was discovered on the morning of (B)(6), 2010. The reporter claimed that the patient woke up that morning feeling dizzy and nauseous. As a result of the alleged issue, the patient's mother stated that the patient was unable to read the number before the decimal point. The reporter denied that the patient received medical treatment. At the time of troubleshooting, the csr noted there was no known trauma to the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
(B)(4). Additional information: upon review of the pump's event history, baxter personnel discovered that the reported condition of failure code 810:11 interrupted delivery.